Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure and was doing well postoperatively. No further course of action.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also noted that the ipg had flipped. The patient will undergo a pocket revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also noted that the ipg had flipped. The patient will undergo a pocket revision procedure. No device malfunction was suspected.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also noted that the ipg had flipped. The patient will undergo a pocket revision procedure. No device malfunction was suspected.